Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with hypoglycemia to 41 mg/dl after announcing a lunch without sufficient intake, followed by hyperglycemia up to 277 mg/dl later the same day; concurrent cgm data gaps limited automated corrections until readings resumed, after which glucose trended down, indicating insulin delivery. Symptoms included low and high glucose readings without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary difficulty with diabetes management without medical intervention or use of back-up therapy. Investigation included review of system data and troubleshooting with user education. Investigation of this case revealed that the low was associated with an incorrect meal announcement and that hyperglycemia was related to cgm signal gaps preventing correction dosing, after which glucose decreased as data returned. It was concluded that the device functioned as designed and that user factors and cgm data availability contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.